Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high."; although specific value was not provided. Cause was not known to address this; the customer administered a correction bolus via the pump. No further assistance was required as the caller declined a system check.